Event description:
The customer reported via phone call that there were air bubbles in the reservoir. Customer stated that the bubbles were different sizes. Customer stated that sometimes they were small and large. Customer's current blood glucose was 171 mg/dl. Customer stated that when they opened the reservoirs, the needle was crooked. Customer stated that they were not able to get the bubbles out, but the issue did not happen to all the reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 6 opened and used reservoirs also, 1 seals reservoir showed that they were functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.